Manufacturer narrative:
(B)(6). It is unknown if the alleged counterfeit software has compromised the safety functions or pre-treatment protocols of the laser system. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Local distributor reported an intralase system software has been modified by 3rd party/customer to allow the user to add surgical procedures as needed.